Event description:
Same case as MDR ID # 2134265-2014-00110 and 2134265-2014-00049. It was reported that automatic pullback failure occurred. The 80% stenosed lesion was located at the moderately tortuous and moderately calcified right coronary artery (rca) with 20 mm length and 3.0 mm vessel diameter. During a percutaneous coronary intervention (pci), pre-dilation and post-dilation were performed with unspecified balloons. The doctor attempted to use the atlantis sr pro imaging catheter to treat the lesion. When the atlantis sr pro reached the target lesion, the physician tried to do pullback but then automatic pullback failed. The physician attempted to pull and push the atlantis sr pro many times, but resistance was still felt. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).